Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported over infusion, which was reproduced through flow rate testing. The device underwent flow accuracy testing in accordance and flow rate inaccuracies greater than 10% were identified. The device overinfused greater than 10% at programmed rates of 40ml/hr and 100ml/hr and underinfused greater than 10% at programmed rates of 400ml/hr and 800ml/hr. Review of the event history log revealed there were programmed infusions of diprivan on the date of occurrence ((B)(6) 2016) at rates of 30ml/hr and 3ml/hr. Device investigation determined assignable cause to be the absence of grease on the cam lobes, which resulted in premature wear. The valves, fingers, and cam shaft assembly were replaced to correct this condition. (B)(4).

Event description:
The customer provided new information that the spectrum pump "free flowed" a liter of fluids overnight with the pump off. In addition, the customer reported that "we immediately removed the pump from use after the initial discovery during a diprivan infusion. The nurse manager then tested the pump with a liter bag of ns (normal saline). I then brought the pump to my office. Over night I noticed that the liter bag was almost empty." There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy of diprivan (programmed amount and delivery rate unknown) in the intensive care unit. It was also reported the nurse immediately removed the pump from service it was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.